Event description:
Information received from the field notes that the patient reported suffering "irretractable nausea and vomiting" within hours of implant. The lead was believed to be dislodged due to the physical stress. Capture thresholds were 4.35 v, 1 ms and 3.74 v, 1.5 ms. No plans were made to reposition the lead.